Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to atrial oversensing, and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to atrial oversensing, and a new lead was successfully implanted. No additional adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead had also exhibited pacing inhibition with asystole for less than two seconds.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Correction to field b5: additional information noting allegation of pacing inhibition. Correction to field h6: addition of device code 1439 / pacing problem to capture allegation of pacing inhibition. If information is provided in the future, a supplemental report will be issued.